Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2021 where an unspecified helix anomaly was noted on the lead. The lead was not used. The patient was stable throughout the procedure. Further information was requested but not received.